Manufacturer narrative:
Date sent to the FDA: 01/15/2020. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional h-3 information: an empty opened foil, a labeled winding former with a detached needle and a partially dispensed suture of product were received for evaluation. During the visual inspection, the swage and attachment area of the detached needle were noted to be as expected. The barrel hole was examined and remnant suture was noted, the suture end is severely cut (damaged), resulting in a clip off defect. According to the sample condition and the assignable cause of the performance breakage suture is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking and due to this condition.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/10/2020. Additional h3 device evaluation summary: a picture was returned for analysis. Upon visual inspection of the picture, a detached needle could be observed, and no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the complaint could be confirmed, however the cause could not be determined. No sample of product code vcp494, lot pek104 was received for analysis. However, one monofilament suture piece was returned for analysis. As no sample was returned for evaluation, we are unable to investigate further to the issue of breakage suture. Additionally, the suture piece received was visually inspected, the suture is monofilament and it has begun with degradation process and due to this condition no further investigation could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. The suture thread broke away from the needle, intra op. There was no delay in the procedure and it was completed successfully. There was no adverse patient consequence reported.